Event description:
Fibrotic mass event reported by hcp. The pt's catheter was explanted with tumor and the pump left in its site at the time. The pt has continued pain and wanted the catheter replaced. The pt received mso4 50mg/ml at 24.7 mg per day - source of medication not documented. The mass was diagnosed in 2000 with MRI with contrast. Symptoms present were recent escalation of intraspinal medication dose, increase of pt's usual symptoms, lumbar radicular pain, increased pain, and new or increased weakness bilaterally in lower extremities. The catheter was removed in 2000 and the operative findings included a dense fibrotic dark material adherent to the roots. The pt outcome included positive neurological impairment.